Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose level was 399 mg/dl. Technical support instructed the customer to remove the cartridge, deliver a 9-unit bolus, and reload the original cartridge, after which insulin therapy successfully resumed, resolving the issue.